Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).

Event description:
Rxsight was informed that during primary cataract surgery, a capsular bag tear occurred while the surgeon was attempting to implant a light adjustable lens (lal, sn (B)(6), +27.0d). A vitrectomy was performed, and the lal was explanted. Rxsight's first awareness of this event was on (B)(6) 2024.

Manufacturer narrative:
Codes were updated. Manufacturer reference #: (B)(4).